Manufacturer narrative:
Eval result: fowler, gas spring trip.

Event description:
It was reported by service report that the fowler will not stay down. No pt involvement or adverse consequences are reported.